Event description:
Physician mentioned case of infection requiring device removal after central hernia repair.

Event description:
Physician mentioned case of infection requiring device removal after ventral hernia repair.